Manufacturer narrative:
The device was returned under the complaint of a speaker failure. During evaluation, a physical inspection revealed evidence of device tampering. Upon disassembly, the speaker component was found to be missing from the unit. Based on these findings, the reported failure could not be verified.

Event description:
It was reported that the mx40 1.4 ghz smart hopping had no sound or volume when alarming or when turning on. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.